Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, a response was received by the customer with regards to the foreign material, refer to b5 field. The e3, g2 and h6 "medical device problem code" fields were corrected based on the available information at the time of the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material may not have been removed due to insufficent reprocessing. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
Additional information: the customer was unable to identify the origin of the foreign material.

Manufacturer narrative:
Upon evaluation of the returned device, the following faults were found: the connecting tube and the universal cord are "crumpled", staining on the lg lens due to pollution, damage of the ccd unit with no screen image, damage of the channel tube leading to the insertion amount being out of standards, pollution of the control part, broken adhesive on the lg lens, a pin hole on switch one, peeled adhesive on the lg lens, damage to switch one and two leading to a non-functional status, s cover and grip both deformed, liquid leakage due to perforation of the channel tube, and corrosion of the el-connector, scope connector and scope ID due to leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera colonovideoscope had debris in the channel. It was clarified that there were no patient interventions. Additional information surrounding the event was requested multiple times, but no additional information was reported.